Event description:
The customer reported that the ambient light module dropped out of the cupola during a surgery and fell onto the patient. No injuries have been reported by the hospital. Factory reference number: (B)(4).

Manufacturer narrative:
This malfunction was previously addressed in the u.s. Through the device correction noted. The broken module was replaced with a new one and the unit returned to service.